Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard ssk interlok femoral component, catalog #: 183328, lot #: 997850, vanguard ssk tibial bearing, catalog #: 185102, lot #: 407200, biomet cruciate tibial tray, catalog #: 141236, lot #: 271080, series-a standard patella, catalog #: 184768, lot #: 621390. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05005, 0001825034-2017-05006, 0001825034-2017-05011, 0001825034-2018-00958. Remains implanted.

Event description:
It was reported the patient underwent a left knee arthroplasty. Subsequently, the patient is experiencing pain, loosening, and instability that started approximately a year ago. No revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.